Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the lifevest. Patient described the area as a red and itchy rash. There was no alleged device malfunction contributing to the irritation. Patient reported that the irritation is getting better. There is no indication of a reportable serious injury per sop 90e0012-a99 severity matrix and reportability determination flow chart: skin irritation, low severity, medical intervention, improved.